Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited a defective header that wasn't correctly measuring pacing impedance during implantation. The right ventricular (rv) lead had a high out of range pacing impedance measurement, measuring 3000 ohms, when hooked up to this pacemaker. The field representative (rep) disconnected and tested the lead, tested pacing system analyzer (psa) cables, and then reconnected to the device and the issue still remained. The rep noted the device was programmed bipolar. Technical services (ts) recommended interrogating the device because automatic lead registration was on, and the device could've switched to unipolar without the rep knowing. This would cause the device to have a high impedance measurement because the pacemaker was not in the pocket. The rep emailed ts the findings and it was confirmed the device switched to unipolar. This pacemaker was attempted and returned for analysis. No additional adverse patient effects were reported.